Event description:
It was reported the avalon fm30 fetal monitor had no audio. The device was reported to be in use on a patient. No adverse event to the patient or user was reported.

Manufacturer narrative:
D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016; therefore, no UDI is required. The philips remote service engineer (rse) spoke to the customer and advised the customer per the service guide that the reported issue could be caused by the speaker or the main board. A replacement main board and speaker were ordered and shipped to the customer site to resolve the issue.